Event description:
Catheter was in the left atrium when physician retracted the catheter into the sheath to move from the left sided veins to the right sided veins. As the physician pulled catheter back into sheath, the console displayed system notice message 50005 (the safety system has detected fluid in the catheter and stopped the injection). The physician replaced the catheter and the cryoablation procedure was completed. There were no patient symptoms/injuries related to this event. When the device was returned, dissection and pressure test showed a double balloon (breach) pinhole. Reportable based on analysis completed on (B)(4) 2013.

Manufacturer narrative:
The returned catheter was visually inspected and functionally tested. Visual inspection showed that the device was intact with no apparent issues. Verification of the smart chip file indicated the catheter was used for 13 injections. The catheter failed the performance test due to system notice #50005. The dissection and pressure test showed a double balloon (breach) pinhole. This report will be recorded and trended.